Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit emitted a warning sound of pressurization sounds before the insufflation pressure was fully achieved during a therapeutic laparoscopic procedure. The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.